Event description:
A female was admitted for stenting of an 85%, mildly calcified lesion in the right internal carotid artery. Angioguard xp's delivery and stent placement (precise) were successful. Pre-dilatation (3mm, 8atm) and post-dilatation (4.5mm, 10atm) were performed with balloon catheter (brand unk). At some time during the procedure the experienced hypo-perfusion. The area around the target lesion was suctioned with an aspiration catheter (thrombuster, kaneka), and the flow returned to normal. The procedure was completed successfully without any other problem. According to the physician, the filter basket was clogged with debris and led to the no flow. There was no adverse consequence to the pt was discharged in stable condition.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the mfg route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Regarding the event of hypoperfusion following stent placement, the act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. Additionally, the purpose of the filter basket is to trap emboli during coronary, carotid, and peripheral procedures. There is no indication or allegation that a cordis product did not function as intended. This action (inherent risk of the procedure) combined with the pt's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two reports submitted for the same event. Please reference MFR report #: 1016427-2009-00140.